Manufacturer narrative:
Confirmed distal end section of the gw was damaged, and the coil was stretched in several sections, and the distal tip epoxy ball is not present on the wire. The distal joint is formed correctly and the core wire is attached according to specification. According to DHR, lot was verified 100% by pull test before coating, and visual inspection after coating, no issue related with this complaint were found. It was reported that the guidewire was re-shaped by the user. The IFU warns that the guidewires are delicate instruments and should be handled carefully. Special care should be taken when shaping the guidewire tip in order to prevent damage. If the re-shaped procedure was not performed correctly, this process could have damaged the distal end and separate the distal epoxy ball and cause the tip to bend. The IFU also warns against manipulating the guidewire against resistance. The unsuccessful attempt to cross through the stenotic middle cerebral artery lesion appears to have also contributed to the event. Procedural and patient factors appear to have caused the damage to the agility wire. The reported complaint does not appear to be manufacturing related. Complaints of this type will continue to be monitored for trending purpose and to determine if action is necessary.

Event description:
The agility wire could not pass through the middle cerebral artery (mca) stenotic lesion and the tip bent. The guidewire appeared normal upon removal from the packaging and no kink/bend/compression was noted. Prior to use, the tip was re-shaped. Mca was stenotic and it was unknown what percentage. While advancing the guidewire, the tip bent. The guidewire was not separated and removed without difficulty. Another guidewire (transcend bsc) was used to complete the procedure. There was no adverse effect to the patient. Further review of the analysis performed on the returned product determined that there was a reportable product malfunction that was not evident from the information provided by the customer. The gw was stretched and the distal epoxy ball was not present.